Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non functional) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a defective ECG d pca. The root cause of the defect pca was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt's ECG electrodes were non-functional.